Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0028402. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a photograph was provided, a physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units performed within product specifications. The picture showed the extension tubing broken from the connection area with pp connector. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm experienced defective/damaged tubing which was noted prior to use. The following information was provided by the initial reporter: the puncture was preceded by exhaust gas, and the extension pipe leaked fluid, which was later found to be fractured.

Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with bd q-syte¿ luer access split septum and end cap) 24ga x 0.75in 0.7mm x 19mm experienced defective/damaged tubing which was noted prior to use. The following information was provided by the initial reporter: the puncture was preceded by exhaust gas, and the extension pipe leaked fluid, which was later found to be fractured.